Event description:
It was reported that the customer experienced high blood glucose, and she believes that she entered the settings incorrectly. Assisted the customer with correcting them. Went through the bolus wizard settings and it appeared that everything was correct. The customer's blood glucose at time of call was over 30mmol/l, and she gave herself a manual injection while calling. A follow up was conducted and found that the customer was hospitalized due to high blood glucose. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.